Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed an "error 70" message. Complainant indicated that there was no pt involvement in the reported malfunction.